Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 30 samples were received. They all came in sealed packaging blister. Visual inspection was performed. They all have the scale printing missing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples provided. This is the 3rd complaint for lot # 9303251 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels didn¿t get the scale printed. Rationale: CAPA not required at this time.

Event description:
It was reported that before use, the scale markings were noticed to be missing on the bd luer-lok¿ tip syringe. This occurred on 40 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "there are no graduations on the syringes".